Event description:
It was reported that during the implant procedure, the lead was positioned at eight different positions but could not be fixated. It was noted that the lead helix may have been damaged. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis noted that the distal conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The inner insulation and inner tubing were kinked buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted that the lead was damaged at implant and that the helix would not extend or retract due to the distal conductor distortion within the connector.